Manufacturer narrative:
A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue. During analysis, it was determined there was physical damage to the right angle extension cable at the back of the unit. It was determined that this was the cause of the reported incident.

Event description:
The unit could not power on, and it was reported that the unit cord was emitting electrical sparks. It was also noted that there were exposed wires. The unit was replaced. During analysis, fraying was also seen on the unit power supply.